Manufacturer narrative:
A trumpf medical field service technician was dispatched on the day of the complaint to perform an inspection of the trulight lamp head and mounting system. The inspection revealed a probable device malfunction related to the crescent key fastener. The crescent key fastener maintains the connection between the spring arm and cardanic assembly (comfort arm). The inspection on (B)(4) 2018 also revealed that the likely root cause of the lamp head detachment from the mounting system was caused by the spring arm safety-sleeve not being properly secured. As a result, the crescent key fastener migrated out of position over multiple uses and multiple spring arm and cardanic assembly joint articulations while positioning the lamp head. A definitive answer as to the cause of the malfunction cannot be determined. As such, a trumpf medical field service technician and (B)(6) hospital's facilities engineering management inspected all trumpf medical light systems in the (B)(6) hospital surgical area to verify the appropriate spring arm safety-sleeve installation. The field service technician replaced the trulight lamp head, spring arm, and cardanic assembly for the light system.

Event description:
The lamp head of a trumpf medical surgical light fell and struck a patient. No injuries were reported.